Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva needle free connector disconnected and leakage occurred. Additional information 6/25/2026: was patient or user harmed? If yes, please explain no. Using the photo provided could you please denote where the blood leakage is occurring? Blood was leaking from one of the lumen when de q-syte went off during flushing. Is the cap you are referring to the vent plug placed in the adapter that comes off the end the extension tubing? No, while flushing one of the lumen, de q-syte of the other lumen went off. Is the cap denotes the needle cover? No, the q-syte.